Event description:
It was reported that the patient presented in-clinic for a scheduled generator replacement due to the device having reached normal elective replacement interval. During defibrillation threshold testing, noise was observed on the lead. The noise resulted in inappropriate high voltage therapy due to inappropriate ventricular defibrillation detection. The lead was capped on (B)(6) and a new lead implanted. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.